Event description:
Pt was revised to address disassociation of the liner from the cup. Poly wear of the liner was also reported.

Manufacturer narrative:
The devices associated with this report were not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot codes required were unavailable. Although unavailable for eval, it would not be unreasonable to expect poly material wear after approximately 19 years of implantation. The investigation could not verify or identify any evidence of product contribution/error regarding the reported event with the info available. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed. Should additional info be received the investigation will be reopened.